Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a polarity switch, intermittent sensing, unstable thresholds, and unstable impedances. It was also noted that there was over-sensing of noise and a suspected fracture on the ra lead. The ra lead was re-programmed and remains in use. No patient complications have been reported as a result of this event.